Manufacturer narrative:
Insufficient information was provided to sscor inc. Relating the event reported. Sscor attempted to obtain additional patient, event and device usage information from the initial reporter on various occasions. Information was requested by e-mail on the following dates: 05/07/2021, 05/13/2021, 05/20/2021, and 05/25/2021. Initial reporter has not responded to any of the e-mails sent. Sscor also attempted to contact them by phone on two occasions but was unsuccessful. Per the information received by the initial reporter, there was no injury or death involved. At this point, sscor is unable to conduct a full investigation unless we receive additional information. Sscor will continue to monitor the issue and attempt to obtain additional information on the event reported.

Event description:
"The ambulance was out on a run, they attempted to use the unit and it didn't work, they had a 2nd unit in another vehicle, used that instead. Upon return to bay, battery was replaced and the unit worked. Customer just needs this to be replaced as it was a new purchase (B)(6) 2021. Thank you."